Event description:
It was reported that a device was taken out of the bag and it was found to be at elective replacement indicator (eri) when checked. The eri condition was unable to be reset. The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).